Event description:
Information was received that a smiths medical cadd ms3 infusion pump lost the programing; one of the two pumps was infusing medication when incident occurred. No patient injury resulted. Patient did go to the hospital and was reported to be without medication for one hour.